Event description:
The patient received an eon ipg and lamitrode lead on (B)(6) 2007. This system was explanted on (B)(6) 2007 after the patient developed an infection. Follow-up with the patient found that she is recovering from the infection. She has not yet received her new scs system.

Manufacturer narrative:
Device 1 of 2. H6: method: device history record and sterilization record were also reviewed. Results: all records were found to meet specifications. Advanced neuromodulation systems, inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevance of the patient's history to the event reported.